Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company sales rep on 27-nov-2007: an adult female patient treated with poly-l-lactic acid (sculptra, lot # and exp date not provided) in (B)(6) 2006 developed periocular nodules. The nodules were treated (treatment unspecified) and excised but came back as though nothing had been done. Re-treated with lidocaine and needling and it seems to have resolved again but the track record has been that the nodules reappear in a day. The physician provided black and white copies of 3 pictures of patient's face that showed nodules on infraorbital areas bilateral from end to end. It is unclear from the picture whether there are nodules on supraorbital areas. It is not specified if pictures were taken before or after treatment. No further relevant info was provided.

Manufacturer narrative:
(B)(6). Add'l info for this spontaneous case was received from a physician via a company sales rep on 30-nov-2007: patient's age and date of birth were provided as (B)(6). The physician stated that poly-l-lactic acid (sculptra) was reconstituted with 5cc of sterile water and lidocaine and that the patient received a sequence of treatments with poly-l-lactic acid (sculptra) since 2005 as a cosmetic procedure. She was first injected 2cc of poly-l-lactic (sculptra) in (B)(6) 2005, followed by 2cc injected in (B)(6) 2005, and 2 cc in (b0(6) 2005, 3cc in (B)(6) 2005, 2cc in (B)(6) 2005, 4cc in (B)(6) 2005, 5cc in (B)(6) 2006, 4cc in (B)(6) 2006, 4cc in (B)(6) 2006, and her last dose of 4cc given in (B)(6) 2006. The pt first experienced periocular nodules in (B)(6) 2006 which were treated, (treatment was unspecified), (outcome not provided), and in (B)(6) 2007, the nodules recurred and were excised, needled, and treated with saline and triamcinolone acetonide (kenalog, nos, form unk). Outcome of event not provided. (It was not provided if the nodules recurred after the (B)(6) 2007 treatments). Medical history included treatment with non-specified cosmetic fillers in (B)(6) 2003, and also prior to (B)(6) 2003, (not our product). The report indicated that there were no concomitant medications, and no other medical history. No further medical info was provided.